Event description:
It is reported by the patient that after surgery, there was no blood flow to the foot, resulting in a blood clot.

Manufacturer narrative:
This report will be amended when our investigation is complete.